Manufacturer narrative:
The reported event of failure to appropriately capture was confirmed. X-ray exanimation found the inner coil was broken/separated at the proximal region. It was determined all the filars of the inner coil were fractured due to fatigue fracture. The cause of the reported event was due to the fractured inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the operating room. The patient's right atrial (ra) lead failed to appropriately capture. The ra lead was explanted and replaced on (B)(6) 2020. The patient tolerated the procedure well and was discharged.